Event description:
It was reported that the customer had an issue with intermittent weak signal alarms. Customer stated that the alarm occurs during all times of the day and never in the same place. Customer will be sent a courtesy replacement transmitter. Customer was asked to return the transmitter for analysis. Customer also stated he had an issue with the enlite sensor and that he experienced a large difference between the sensor glucose reading the blood glucose reading. Customer reported that he would send his carelink reports regarding the enlite sensor for review. No additional information provided.

Manufacturer narrative:
Findings: unit received with damaged cow catcher corner. However unit passed functional testing.